Event description:
During a bowel resection procedure, the instrument misfired and the staple lines did not form properly. The surgeon opened the pt and applied another device to complete the procedure. The pt's status is satisfactory.